Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: volcano, whisper. Stent: integrity 2.5x26. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and calcified which likely contributed to the reported difficulties, additionally it was noted the sds was attempting to cross a previously placed stent, which also would have contributed to the difficulties. It was reported the sds was re-inserted into the anatomy, which likely contributed to the stent dislodging from the balloon. It should be noted the promus instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. An interaction with the calcified anatomy during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. Additional treatment was used to deploy the dislodged stent proximal to the target lesion. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The moderately tortuous and calcified lesion likely contributed to the reported difficulties. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure.

Event description:
It was reported that the 2.5 x 28 mm promus stent delivery system (sds) was advanced during a mid to distal left anterior descending (lad) artery case but failed to cross proximal to the lesion site where an unknown stent had previously been placed. Vessel and lesion site were characterized as being moderately tortuous and calcified. Pre-dilatation was performed with a voyager nc balloon catheter and a pressure wire was placed prior to delivery of the sds. A non-abott sds was also unable to cross the moderately tortuous and calcified lesion site and so pre-dilatation was performed a second time. The promus sds was re-inserted and was unable to cross the lesion site a second time. Upon removal, the dislodged and embolized stent was noted proximal to the lesion site. A non-abbott guide wire was placed and a non-abbott dilatation catheter was used to implant the dislodged promus stent in the proximal lad. The physician retrieved the pressure wire and then delivered a non-abbott sds to cover the lesion site without success. The procedure was aborted and no adverse patient effects were reported. No additional information was provided.